Event description:
During a colonoscopy, a polyp was removed and the post polypectomy site was estimated to be 12mm in size. A cook instinct endoscopic hemoclip was used in an attempt to close the post polypectomy site. Once the clip was closed onto the tissue site, the clip would not deploy - the closed clip would not release from the clip deployment device. The drive wire inside the handle was buckling out of the handle and they were forced to tear the clip away from the tissue to remove the device. A clipping device made by another company was used to finish the originally planned procedure; intervention was not required. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire did not separate inside the handle however, the drive wire was not visible in the component attachment indicating the hook was broken at the distal end of the drive wire. The clip was removed with the component attachment still inserted into the clip hosing. As a result of the component attachment still being inserted into the housing, the broken portion of the hook is confined within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved me tall manufacturing requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continued to monitor for complaint trends.